Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent primary breast augmentation surgery with two unspecified smooth saline breast implants experienced right sided deflation and left sided capsular contracture baker grade unknown post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient has a planned explantation on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient's date of explantation is (B)(6) 2022. Date of implant is (B)(6) 2006. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 20, 2022, mentor became aware that patient experienced right sided capsular contracture baker grade ii and cyst post procedure. Patient did not experience deflation was erroneously omitted in supplemental report 3. Reason for device explant and/or reoperation: capsular contracture baker grade ii and cyst manufacturer¿s reference number: (B)(4) relevant h fields were updated.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient has a planned explantation on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).